Event description:
It was reported to kendall healthcare in 3/2001 that a nursing instructor was giving a demonstration with the safety shield syringe, and despite believing that the nursing instructor had clicked it after pulling the sheath down, the shield slipped back and the needle stabbed the nursing instructor.